Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008, 419488 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high impedance. It was also noted there was oversensing and noise due to a lead fracture. The lead was reprogrammed and a replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.